Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 32mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal region of the stent were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and no signs of positive pressure were noted. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 32mmx2.5mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 2.50 x 32mm synergy drug-eluting stent was advanced but failed to cross the lesion. However, it was noticed that the proximal end of the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 32mmx2.5mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 2.50 x 32mm synergy drug-eluting stent was advanced but failed to cross the lesion. However, it was noticed that the proximal end of the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.